Manufacturer narrative:
Onsite investigation was conducted by an isi technical field specialist (tfs). The tfs was able to reproduce the customer reported issue. The system was repaired by replacing the illuminator. Isi has received the device involved with the complaint and completed the device evaluation. Failure analysis was able to replicate failure reported issue by installing unit into a printed circuit assembly (pca) system and it failed testing with error 48245. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that after starting a prostatectomy with lymph node dissection, a non-recoverable fault after port placement occurred when attempting to turn on the illuminator lamp module. The surgical team contacted intuitive surgical inc. (Isi) technical support engineer (tse) who provided troubleshooting steps including replace the illuminator bulb; however, troubleshooting was unable to resolve the issue. The surgeon made the decision to complete the surgical procedure using traditional laparoscopic techniques. There was no report of any harm, adverse outcome or injury to the patient.